Event description:
It was reported that during a tka procedure, after taking the points on tibia error message "collection error" appeared. The points were taken again on the tibia. The picture was not normal but the case continued. The femoral distal drilling was done with navio and the tibial cut with standard instruments (manual). There was a short delay reported. The patient outcome is unknown.

Manufacturer narrative:
H10: the device was used during treatment when the bone mesh did not show. The log files and case screenshots were returned for evaluation. DHR review found that the software version (navio rc-6001) had been validated. A complaint history review found a total similar complaints of the reported issue and it will continue to be monitored. This failure has been identified in the risk file. The surgical technique guide released at the time of the complaint provides instructions on recovery to fully manual. The relationship of the device and the reported event has been established. Review of the case screenshots found that the mesh did not form after the initial points were collected. When the points were recollected, the implant appeared to not be aligned with the bone because it was using previously collected points. This issue is resolved by selecting "reset position" button in the "place tibia implant" screen. Therefore, the root cause of the reported event was due to insufficient operator training. Per complaint details, the device malfunctioned during use; after taking the points on tibia error message "collection error" appeared. The picture was not normal but the case continued. The femoral distal drilling was done with navio and the tibial cut with standard instruments (manual). Based on the information provided, there was a short surgical delay but no patient injury/impact as the procedure was completed with navio and the tibial cut with standard instruments. Therefore, no further medical assessment is warranted at this time.